Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Device history records review was completed for part#: 03.010.404, lot#: u226050. Supplier: (B)(4), release to warehouse date: jul 02, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a suprapatellar intramedullary nailing to repair a tibia fracture on (B)(6) 2017. The nail was inserted and locked without incident. After implanting the nail, the surgeon was unable to disengage the connecting screw from the nail. The surgeon used a wrench as a lever on an 8 millimeter ball hex screwdriver. The connecting screw did not disengage. The connecting screw eventually loosened and disengaged from the nail. There was an approximate 10 to 15 minutes delay in surgery. The procedure was successfully completed. Patient outcome was reported as stable. Concomitant devices reported: insertion handle (part# 03.010.440 lot# 15-6534, quantity: 1); ball hex screwdriver (part# unknown, lot# unknown, quantity: 1); 10 mm titanium cannulated tibial nail-ex (part# 03.010.440, lot# unknown, quantity: 1). This report is for one (1) cannulated connecting screw. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned connecting screw was not found to have any damage relevant to the reported complaint. The threads have minor wear which appears to be related to normal use. The device also has some surface wear which does not impact functionality. The concomitant nail was not returned therefore testing of the mating of the two devices is unable to be tested. The returned insertion handle shows normal wear related to use, which does not impact functionality. A visual inspection and drawing review were performed as part of this investigation. The complaint is not able to be confirmed. Replication is not possible and the nail was not returned for evaluation. The returned concomitant device (03.010.440) in this complaint record shows no evidence of having contributed to the event, therefore further investigation is not necessary. The returned 03.010.404 cannulated connecting screw is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system (technique guide). The following drawings were reviewed during investigation. Cannulated connecting screw - 03_010_404. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The mating of the connecting screw and nail was unable to be tested, however the devices may have experienced forces intraoperatively due to soft tissues, which may have contributed to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.